Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had exhibited high out-of-range (oor) shock impedances on the right ventricular (rv) lead. Additionally, there was no observations of noise and lead diagnostics were good. Technical services recommended to perform a commanded shock a commanded shock test. At this time, this crt-d and rv lead remains in service. No adverse patient effects were reported.